Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2014. The fse found a leak in the tubing at pinch valve pv37. The fse replaced the tubing, which repaired the leak. The fse also found that the diff scatter was low. He replaced the tubing through the flowcell and the issue was resolved. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the right side of the coulter hmx hematology analyzer with autoloader. The customer was performing daily maintenance when the leak was noticed. They were unable to find the location of the leak. The volume of the leak was approximately 1 ml and was not contained within the instrument. The customer did not report any error messages from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.